Event description:
It was reported that a code 1005, indicative an open circuit condition detected during shock delivery, was recorded for this right ventricular (rv) lead due to noise. Reprogramming of the device was performed and revision of the lead was recommended. Additional information confirmed that this lead was explanted and replaced due to having delivered inappropriate shock and exhibiting high out of range shock impedance measurements. During the procedure physical damage was also observed with suspected conductor fracture. This lead is not expected to be returned. No further adverse patient effects were reported.